Manufacturer narrative:
Additional data: device evaluation: the lens was returned dry; in lens case/vial. There was clear surgical residue/debris on the product. Visual inspection found one haptic broken. Corrected data: claim# (B)(4).

Manufacturer narrative:
Additional data: event-reporter stated different implant and replacement dates: "the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamr lens -11.00/+2.5/093 (sphere/cylinder/axis) in the patient's left eye (os) on (B)(6)2018. The lens was exchanged for a longer lens on (B)(6)2018 due to lens rotation not associated to low vault". The reporter stated that "the lens was exchanged for a spheric lens and the doctor decided to do prk treatment laser". The problem was resolved. Patient code: (B)(4). Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). One similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.00/+2.5/093 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2018. The lens was explanted due to lens rotation not associated to a low vault. The lens was exchanged for a longer lens on (B)(6) 2018. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.